Event description:
The customer reported the procedure was a ventral hernia repair. The medwatch stated: during use of the cautery by surgeon, the bovie arced to the small bowel and caused a small wound. Wound was closed with suture and observed for not other complication. Bovie removed and new obtained. This pencil was from a medline kit. Follow-up with the site found the generator (mfg, model and s/n not reported) was checked out by the clinical engineering department at the medical center and it was ok. They also confirmed there was no further complication for the pt, due to this event.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.